Event description:
A customer reported discordant results. During the time the investigation into the problem by the field service engineer, he discovered that the knf pump was not working properly. After the instrument was repaired approximately 700 patient samples were retested. Of these 70-75 results had to be changed. The original results had been reported. Therefore some patients had undergone unneccessary procedures (non-surgical), some patients were referred to oncologists, and some had their medications altered. No adverse events were reported.